Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. The device is not being sent back thus a proper device analysis could not be completed nor the reported issue confirmed. It was mentioned by the customer that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. It was stated by the customer they are using the yamne technique to implant lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag it was also stated that the customer is using a alcon monarch iol inserter to implant iols. Our lenses are intended to be implanted using r28 inserter and z28 cartridge. Thus, the lens was used off label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the iol tilting is but is not limited to: loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting.

Event description:
It was reported that after a CT lucia 602 was implanted, the iol tilted. The lens was explanted, and another lens implanted. No additional information provided.